Event description:
It was reported that during the spinal cord stimulation permanent trial testing period, the patient only experienced stimulation in the left leg and not the right leg. Therefore, the patient underwent a procedure where the physician explanted the linear lead and implanted a paddle lead to provide stimulation coverage for both legs. Postoperatively, the patient was doing well with stimulation coverage for the pain in both legs.

Manufacturer narrative:
Visual inspection revealed that the lead body was cleanly cut. The proximal portion of the lead was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that during the spinal cord stimulation permanent trial testing period, the patient only experienced stimulation in the left leg and not the right leg. Therefore, the patient underwent a procedure where the physician explanted the linear lead and implanted a paddle lead to provide stimulation coverage for both legs. Postoperatively, the patient was doing well with stimulation coverage for the pain in both legs.